Manufacturer narrative:
The device did not cause or contribute to the reported injury. The subscriber fell and pushed the button to get help. The subscribers daughter heard the mother asking for help, and called 911. The base station was beeping, and the subscribers daughter hit reset to silence the alarm. The device is intended to summons for help as needed. Device was returned and evaluated and it was determined that the base station did not connect to the monitoring center. It is unk if the mobile device connected. The device is not labeled as a life sustaining device.

Event description:
On (B)(6) 2013 around 10am, subscriber fell just outside of her home. Her head hit a brick and she had a gash and was bleeding badly. She said the situation was life threatening. Her daughter (B)(6) said she lives next door and heard her mom yell, when she went over to her, her mom said she already pressed the neck pendant button so subscriber assumed ems was on the way. Daughter went into the home and heard the base station beeping and called 911 and reset the base station. The mobile device was sitting in the base station charger.